Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report. Device not yet returned.

Event description:
According to the report, a cardiogenesis sologrip handpiece was used on (B)(6) 2014 for a CABG/tmr procedure. During the handpiece useage the surgeon noticed that something seemed "out of whack." When finishing up the laser handpiece part of the case, the surgeon noticed that the "tip of the handpiece (that goes into the heart-laser part)" was bent and broken. There are little fibers are sticking out of it.